Event description:
The international customer reported that the ventilator inspiration is not proper during use due to three station solenoid failure. The three station solenoid failure during operation in normal ventilation mode may affect the accuracy of the system pressure measurement. The customer reported the 3 station solenoid replacement to address the reported problem.

Event description:
The customer reported the pressure sensor tubing was kinked upon closure of the ventilator enclosure. The kinked tubing was corrected and the customer reported the device was operational with final extended self testing passing.

Manufacturer narrative:
(B)(4) = tubing kinked.

Manufacturer narrative:
Customer to perform service.